Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire breakage occurred. The lesion location was not specified. The distal tip of the 300cm thruway guide wire detached inside of the sheath. The sheath was removed with the detached portion inside. No pt injuries or complications were reported. Pt status is listed as "fine".